Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The elevator channel water flow was loose and had leakage. The forceps cover adhesive peeling on the distal end. There was a crack on the bending section cover. The control body and ultrasound connector had fluid invasion and corrosion. The scope connector was loose. The control knob right/left was loose. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a leak at the auxiliary port connector. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps cover adhesive was peeling on the distal end. This report is to capture the reportable malfunction of the peeling forceps cover adhesive on the distal end noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issue may be attributed to aging deterioration considering the date of manufacture, or to external force applied, e.g. Rubbed excessively, during daily use for a long time including reprocessing. The instruction for use (IFU) states the following guidelines: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
Additional information was received from the reporter. The issue was found after an endoscopic ultrasound (eus) with possible fine needle aspiration (fna) and/or celiac plexus block. No other devices were involved in the event. The intended procedure was completed with the same device and no surgical delay. It was unknown if the device was inspected prior to use.